Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 deployed simultaneously. Both implants were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Two devices were received as there were two events (reference (B)(4) for 2nd event). Visual assessment was performed. Device #1 was received in fair condition. It has only t1 returned. There was no t2 or suture. This device shows signs of use. The delivery needle is slightly twisted. Functional test was successful. Device #2 has no t¿s returned only a used piece of partial suture. The device is in poor condition. The needle is very bent and twisted. The device cycles and the actuator does function. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.